Manufacturer narrative:
Unit passed displacement and self tests; it failed sleep current measurement, and active current measurement tests. The battery compartment especially the battery spring located at the bottom of the battery compartment are corroded.

Event description:
Customer reported via phone call that the insulin pump had replace battery alarm after low battery alert. Customer's blood glucose value was unknown. The customer was able to troubleshoot. Customer noticed corrosion in battery compartment recently. Customer having recurring issues after a new battery cap. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer states the battery was not previously used. Customer states the battery cap not loose, cracked or damaged. Customer states this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.